Manufacturer narrative:
This report is submitted on october 31, 2022.

Event description:
Per the clinic, the patient experienced an infection at the coil site and rash at the implant site on february 2022 (specific date not reported). The patient underwent a procedure to drain the aural discharge (specific date not reported). Subsequently, the patient was treated with oral antibiotics (specific date and duration not reported).